Event description:
Healthcare professional reported "opened this implant and there was a piece of plastic stuck to it¿, no patient contact. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ foreign material: no observed issue or piece of plastic on the device. As per the investigation procedure, creases and deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, a5, a6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "opened this implant and there was a piece of plastic stuck to it¿, no patient contact. Device was not implanted.